Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level. The customer's blood glucose was 390 mg/dl at the time of incident and blood glucose level was 419 mg/dl at the time of call. The customer reported that they treated with the insulin pump for the high blood glucose level. The customer had a high blood glucose level began on (B)(6) 2017. During troubleshooting the customer's blood glucose came down, at the end of the call asked customer to check blood glucose again to confirm blood glucose was continuing to go down and the customer blood glucose had risen again. The customer was advised to return the insulin pump. The pump will not be returned for analysis.